Manufacturer narrative:
A patient experienced a wound issue that resulted in an infection was reported to abbott. It was determined the patients right burr hole cap was explanted replaced and a wound above the burr hole cap was closed. Patient is being treated for the infection with a PICC line and oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced a wound issue that resulted in an infection. The patient underwent surgery on (B)(6) 2023 where in the patients right burr hole cap was explanted replaced and a wound above the burr hole cap was closed. Patient is being treated for the infection with a PICC line and oral antibiotics.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.